Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecologic, the thread broke while suturing the uterine fibroid using the continuous suturing technique. This issue occurred in two units. Another device was used to complete the case. There was no patient injury.